Manufacturer narrative:
Concomitant medical products: product ID: 978b128, lot#: va2adzq, implanted: (B)(6) 2021, explanted: (B)(6) 2022, product type: lead. The main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(4), ubd: 30-jun-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an unknown source regarding a trial patient who was using an external neurostimulator (ens) for urina ry/bowel dysfunction and urge incontinence. It was reported that the lead migrated out and was no longer therapeutic. A lead revision was done and the issue was resolved at the time of the report.